Manufacturer narrative:
(B)(4). Instrument (a) was received in good visual condition and with 10 staples in the track. The instrument was tested for functionality; the instrument fired and formed all the staples as intended. Instrument (b) was received in good visual condition and with 16 staples in the track. The instrument was tested for functionality; the instrument fired and formed all the staples as intended. No batch record review could be performed as no lot number was provided.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, both devices fired staples that were malformed and were falling out of the device. Another device was used to complete the procedure. No adverse consequences reported.